Event description:
Pt was revised due to dislocation.

Manufacturer narrative:
Evaluation summary: the devices were unavailable for analysis and the device conditions are unk. The mating acetabular shell, acetabular liner, femoral head, and distal portion of the femoral assembly is unk, and their conditions are also unk. The surgical notes from the primary surgery and from the revision surgery are unavailable and it is unk if the components were implanted with the correct orientation as per the surgical technique. X-ray images post-primary surgery and from successive pt visits are unk. The rehabilitation regime both physical and pharmacologist, and compliance thereof is unk. Pt info such as height, weight, and activity level is unk. Due to lack of sufficient info, the probable cause of dislocation cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.